Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.5-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an op5 pod that was worn on their arm between 49 and 71 hours. The pod caused severe irritation and a rash. Blood glucose levels rose to 19 mmol/l (342 mg/dl). The patient went to his general practitioner (gp) on (B)(6) 2026 and was given a 5 days antibiotics prescription. The patient reports the antibiotics were not working, he returned to his gp on (B)(6) 2026. The patient was advised to go to the emergency room (ER) where they diagnosed the rash as a cyst. The cyst needed surgical intervention and it was drained. The wound was dressed and the patient was advised to go to his gp to change the dressing. The patient spent approximately 5 hours at the hospital.